Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would power off during use. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2019 at 9am. It was not reported what diabetes management routine the patient was following or if she made any changes to this routine in response to the alleged power issue. The patient reported that on (B)(6) 2019 at 12:30pm, she developed symptoms of ¿hot, shaky and felt weak¿ and reported self-treating her symptoms by drinking orange juice. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed that the batteries did not need replaced and the issue remained unresolved after training. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged power issue.